Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's keypad buttons were stuck. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated the select button in the middle worked nothing particular but were working on and off. Customer stated that the block mode was active. No harm requiring medical intervention was reported. The device will be returned for analysis.